Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The reported failure could not be reproduced during evaluation and the device operated per specifications. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device had charging issues. The device was not in use when the fault occurred; therefore, there was no patient involvement.

Manufacturer narrative:
The device data logs were provided to resmed for an investigation. Review of the device data logs and performance testing could not confirm nor reproduce the reported charging issue. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause was an isolated component failure within the device battery assembly. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had charging issues. The device was not in use when the fault occurred; therefore, there was no patient involvement.